Event description:
It was reported that the upper dome of the filter did not open. The legs were anchored, but the dome did not expand. A snare was used to open the dome. The filter remains implanted.

Manufacturer narrative:
The lot history record could not be reviewed, as the lot number was unk. The filter was not returned for evaluation, as it remains implanted. Pictures were returned and confirmed that the dome of the device did not initially open as intended, and did open with the use of a snare. Based on the information received, the results are inconclusive and the root cause is unk.